Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID (B)(6)) did not stop and "broke" the dura during a craniotomy, treated with a duragen patch. No patient consequences, no significant surgical delay. The drill used with the perforator is a medtronic electric high speed drill. The perforator clicked in place with the drill. Angle of approach was perpendicular.

Manufacturer narrative:
The perforator was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.